Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's reportable malfunction was not confirmed because the device was not returned to olympus for inspection. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source exam light alternates ignition with spare lamp. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center, the customer was informed that they can swap out the suspect lamp with a reliable exam lamp to observe whether the suspect device operates without issue; however, it was recommended that the light source not be used further and sent to olympus for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.